Manufacturer narrative:
Method: device history record review. Results: a visual inspection of the product was conducted, but no issues were found. The wye's connectors were measured finding them within specifications. Product did not pass the leak test. Device history record review has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Conclusions: the customer complaint was confirmed based on the functional inspection. A project was completed to use glue in joints of the conventional and heated wire breathing circuits (neonatal and adult). The use of the glue will provide a better seal in order to reduce occurrence of customer complaints pertaining to leakage from the circuit connections joints.

Event description:
The event is reported as: "complaint alleges that circuit failed pre-use test on the servo-I ventilator. Complaint states that the leak has been isolated to somewhere in the breathing circuit. (Concha column by-passed)." No pt injury reported.